Event description:
The customer had experienced high bg levels (greater than 250mg/dl) after the first day of wearing this pod. The device was reportedly "not working" and, as a result, she ended up in the hospital emergency room. No specific pod failure mode, however, was cited. No add'l info was provided about her ER visit; no further info about the pod was given. The pod will be returned for eval.

Manufacturer narrative:
The pod was not returned for eval. We are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. No specific failure mode was noted in the report. Based on the info provided and in the absence of a device eval, we are unable to conclude that the reported event had occurred "due to the pod not working. No conclusion can be drawn. Lot qualification records were reviewed - the lot passed the acceptance criteria. Note: eval method codes are specific to activities performed during lot qualification and not to activities performed on the subject pod (as it was not returned for eval).